Event description:
The customer representative reported via phone call that the customer experienced high and low blood glucose levels, and on one occasion the customer had diabetic ketoacidosis. The customer's mother stated that everything regarding the insulin pump was going well. She declined to provide the blood glucose reading. She stated that she and the customer needed to make some adjustments with the doctor. She advised that some of the high blood glucose events had been due to the customer's eating habits. She stated that the customer had performed a site change that led to diabetic ketoacidosis. She stated that the blood glucose was consistently high but she did not realize she needed to treat the customer with a manual injection. She did the site change and observed that the blood glucose was still high the next day but much lower than the night prior. They experienced infusion set insertion issues, but the customer's mother declined troubleshooting assistance for the matter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.